Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level, value not provided. Customer attempted to treat their bg with a manual injection, however, was treated with intravenous fluids of saline, insulin, and potassium. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage.